Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique identifier was not available at the time of reporting. No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system was not recognizing a usb drive. They were unable to view the contents on the usb. No patient was present at the time of the event.